Event description:
Per the clinic, the patient experienced a skin irritation and subsequently underwent a revision surgery on (B)(6) 2022 in order to remove the internal magnet. The implanted device remains.